Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone that the customer's insulin pump alarmed button error. The customer stated she woke up with a button error alarming and it did not stop. Customer was unable to clear the alarm. The customer's blood glucose was unknown. The customer stated a couple days ago, she was going to bolus and pressed the arrow up to get to the number she wanted, but once she released it, it just kept going up. But, when this occurred she was able to clear the alarm. Advised that the insulin pump need to be replaced and reverted back to backup plan.

Manufacturer narrative:
The pump gave a button error alarm, followed by intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and minor scratches on the lcd window.